Manufacturer narrative:
The reported event was confirmed as cause unknown. Per visual inspection, heavy salt accumulation was noted on the inflation lumen causing blockage which made it difficult for water to flow. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "(1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall. (6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."

Event description:
It was reported that the balloon could not be deflated during removal on the 7th day of use. Per additional information received from the ibc on 8/9/2018, the catheter was removed as it was. There was no additional intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be deflated during removal on the 7th day of use. Per additional information received from the (B)(4) on (B)(6) 2018, the catheter was removed as it was. There was no additional intervention.